Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. Additionaly, it was not reported that the lead is protruding through the pt's neck. Neurologist indicated that the pt has not suffered any recent injury or trauma that may have damaged the vns therapy system. Review of x-rays were inconclusive in determining whether a lead break was present; however, the lead is at an acute angle, which could be a kink. No strain relief loop was seen and the negative electrode is not aligned parallel with the positive electrode. It is possible that the negative electrode may not have been properly placed on the pt's vagus nerve or that the abnormal alignment of the electrodes could be due to the anatomy of the pt's vagus nerve. If the negative electrode is not in its proper position and not coiled around the nerve, this could result in both the high lead impedance reading and protrusion events. Investigation to date has been unable to determine the cause of the high lead impedance reading. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.

Event description:
The explanted lead assembly was returned to manufacturer for analysis. Two lead coil wire fractures were identified via visual inspection. Electron microscopy performed in the area where the breaks were identified revealed pitting on the broken coil wire surfaces, indicating that stimulation was present for some period of time after the fracture occurred. The fracture mechanism could not be determined due to the metal dissolution on the ends of the broken coil wires. Continuity checks did not reveal any other discontinuities in the lead wire. The remaining conditions of the lead portion returned were consistent with conditions that typically exist following an explant procedure.